Event description:
The lead was explanted due to high capture threshold.

Manufacturer narrative:
H.3.: evaluation summary: the reason for return was not confirmed. Electrical tests indicated normal device characteristics. The lead coils were kinked in several places, which are believed to have been caused at explant.